Manufacturer narrative:
The manufacturer previously reported that information was received alleging a ventilator inoperative error code occurred due to the machine flow sensor drifting above specification. There was no harm or injury reported. A third-party evaluation confirmed the ventilator inoperative error code. The machine flow sensor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative error code occurred due to the machine flow sensor drifting above specification. There was no harm or injury reported. The device has not yet been received by the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.